Manufacturer narrative:
(B)(4). Correction: it was initially reported the device was returning; subsequently, it was reported that the device is not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted with proglide devices, using the pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the suture came out with the device, the artery wall had not been captured. The sutures of two additional proglide devices were successfully prereplaced using the preclose technique. The sheath was upsized to 14f and the aaa procedure was completed. Hemostasis was achieved with the preplaced sutures of the second and third proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and in the large hole technique. No additional information was provided.